Event description:
Reporter indicated that vns patient had passed away. It was reported that treating physicians were unable to extubate following generator replacement surgery and that the patient was found to have compression of the trachea by the cervical spine, presumably a long-standing condition. The vns therapy system was not explanted. The patient reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. No autopsy was performed.

Event description:
Death certificate listed immediate cause of death as respiratory failure caused by anatomic thoractic insufficiency, due to (or as likely consequence of) intractable epilepsy, due to (or as a likely consequence of) cerebral palsy with mental retardation, due to (or as a likely consequence of) history of pertussis resection. The manner of death was listed as natural.